Event description:
Patient was revised to address left hip pain. **update** (B)(6) 2012- litigation papers received. In addition to previous allegations, it is now alleged that the patient suffers from pain, loosening, and metallosis. All products have been reported. An invoice was located and the correct date of implantation was verified.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update (B)(6) 2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported metallosis and that the cup and stem were thoroughly fixated with no evidence of loosening. There was no new information that would affect the existing MDR investigation. The complaint was updated on: (B)(6) 2017.